Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown head, unknown; (B)(4), 14.0x140 mm rt hap hip goetz, unknown; (B)(4), 14.0x140 mm rt fs rasp goetz, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11371. Requested but not returned by hospital.

Event description:
It was reported that the patient was revised due to dislocation and liner wear. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Review of x-rays indicate that acetabular cup is large with rim extending beyond margins of the native bony acetabulum with relatively low acetabular cup lateral angle of inclination and relatively high version angle. This malpositioning may be associated with impingement of the neck of the prosthesis with the acetabular cup rim, increasing risk of hip dislocation and also increase liner wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.